Event description:
It was reported that customer experienced cartridge alarm 20 on pump while pump was otherwise functioning normally. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump with backup insulin method if needed, and technical support arranged replacement pump.